Event description:
It was reported that the patient's right knee was revised due to loosening of the tibial baseplate. Intra-operatively, the locking wire of the insert was observed to have broken. Though the femoral component was well-fixed, it was revised in order to access the baseplate. The patella was retained.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.